Event description:
Customer reported that in the bone marrow transplant unit, a secondary medication backed up into the primary bag. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: 07/17/2014. (B)(4). No product will be returned per customer. The customer's report of secondary backflowed into the primary could not be confirmed because the product was discarded. The root cause of this failure could not be identified.